Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported repeated restart alerts on the ilet (alert 39) despite multiple restarts. After removing the cartridge and attempting a rewind with no cartridge installed, the ilet displayed ¿unable to proceed.¿ the agent advised replacement, verified address, and reviewed the replacement process. Current blood glucose (bg) was 86 mg/dl and not affected. No prolonged out-of-range period, outside assistance, symptoms, or medical intervention were required at the time of call.